Manufacturer narrative:
The reagent expiration date is 31-dec-2018.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys pth immunoassay on a cobas e 411 immunoassay analyzer. The sample was collected from the patient before surgery and initially resulted with a pth value of 1.57 pmol/l. The result did not matched the patient's diagnosis and previous results of the patient. The value was expected to be high. The doctor was notified that an erroneous value had been produced. The sample was repeated, resulting as 19.04 pmol/l. The repeat value was believed to be correct. No adverse events were alleged to have occurred with the patient. The erroneous value did not affect the patient's treatment. The pth reagent lot number was 260500. The reagent expiration date was asked for, but not provided. The last calibration was performed on (B)(6) 2018 and signals from this calibration are slightly lower than expected. Quality controls were within range. There was no indication of a performance issue with either the reagent or instrument. Upon review of the alarm trace, no relevant alarms occurred during the time of the event. The centrifugation time of the sample appeared to be too short according to tube manufacturer recommendations. The investigation could not identify a product problem. The cause of the event could not be determined.